Event description:
The spouse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 529 mg/dl. The spouse stated they attempted to treat the blood glucose with the insulin pump, but a button error alarm occurred. Troubleshooting found the customer had one large air bubble in their tubing. It was also reported, the customer did not have any leaks on the insulin pump. It was found the customer did not have a bent cannula after removing their infusion set. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to perform occlusion test, prime and excessive no delivery test due to motor error alarm. The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.